Event description:
Pt would use the massager 3-4 times per week. It was a $200 massager, and pt wanted to be sure that it would work well before they bought it. Pt said they had "fibro myalgia0-like pain" in neck and that this massager really got in there and worked out the pain. Pt uses the masseager primarily on neck. Pt decided to purchase the device in late oct. / early nov. Of 2004. They use it on the highest setting and pt uses it frequently. Pt recently went to the eye dr and he told pt that they had a vitreal detachment, which is a precursor to retinal detachment. Last week, when the consumer was using massager, pt was trying to focus on a digital image and noticed how bad their eyes were shaking from using the massager. Pt beleives that the massager is so powerful that it may cause other problems, like this vitreal detachment and other maladies.